Event description:
It was reported that the right ventricular lead had intermittent t-wave oversensing (twos). The ventricular sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.